Manufacturer narrative:
A4: unk a5: unk a6: unk d6b: unk h6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -15.50 diopter, in the patients right eye (od), on (B)(6)2023. The lens was reported as excessive vaulting and the patient experienced a refractive surprise. The lens remained implanted. The cause of the event was unknown. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Additional information: b5-on an unknown date the lens was explanted. On (B)(6) 2023 the lens was replaced with a shorter lens. This resolved the problem. Claim# (B)(4).